Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis found the distal conductor was distorted and fractured (overstress). Blood was noted in/on the helix/lobe mechanism and sleeve head. There was explant damage.

Event description:
It was reported that the lead dislodged and the screw would not extend during the revision. The lead was explanted and replaced. No patient complications have been reported as a result of this event.